Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was fractured, which caused therapy to be withheld. The lead was explanted on (B)(6) 2015. The patient was fine.